Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 57.4mmol/l. It was stated that at time of call the customer is not using the insulin pump and the blood glucose was 20mmol/l in the morning. Troubleshooting was performed, and the high pressure test passed. It was mentioned that there is a bubble underneath the skin where the catheter was inserted. The customer agreed that the insulin pump was functioning as intended, but there was a crack in the case. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.